Event description:
It was reported the customer revealed that after insertion of catheter on may 26, 2023, attach the luer fitting on one lumen of the catheters with a needle-free connector, but water leaked. Water leakage still occurred after multiple replacements of the connectors. The exact number of replacements was not provided. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.